Event description:
Citation: briganti et al. Italian multicenter experience with flow-diverter devices for intracranial unruptured aneurysm treatment with periprocedural complications a retrospective data analysis. Neuroradiology (2012) 54:1145-1152. (Http://link.springer.com/article/10.1007%2fs00234-012-1047-3). Medtronic (covidien) received information through literature that the authors evaluated two hundred seventy-three patients with 295 cerebral aneurysms, enrolled in 25 centers in (B)(6) and treated with the new flow-diverter devices,; 142 patients were treated with silk and 130 with pipeline embolization device ped (in one case, both devices were used). The authors reported serious adverse events related to ped as follows: 1) ten patients who received ped treatment had hemorrhagic events: six patients had ped related complications: five were delayed aneurysms rupture after treatment and one was middle cerebral artery (mca) perforation during ped retrieval after distal migration. The clinical outcome for 2 patients was no clinical manifestation, 2 patients developed permanent neurological deficits (not directly identified), and 6 patients died (see MDR MFR# 2029214-2015-00253); 5 patients had ischemic or thromboembolic events: 2 side-branch occlusions and 3 in-stent thromboses. The clinical outcome for 2 patients was either permanent neurological deficit or transient symptoms (not directly identified) and 3 patients died (MDR MFR# 2029214-2015-00253).

Manufacturer narrative:
Article website: http://link.springer.com/article/10.1007%2fs00234-012-1047-3. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4). Device malfunction form this article was reported in MDR MFR# 2029214-2015-00249 death from this article was reported in MDR MFR# 2029214-2015-00253.